Manufacturer narrative:
The reported event occurred on a cobas 8000 - cobas e 602 module analyzer (serial number: (B)(6). The investigation determined that the elecsys anti-hcv assay performed within its specificity claim. Single false positive results are known to occur and are covered by the assay's performance specifications. The reported anti-hcv results were reactive (44 coi and 46.26 coi) for two samples from the same patient. However, supplemental testing, including enzyme-linked immunosorbent assay (elisa) and hepatitis c virus (hcv) rna testing, yielded non-reactive and negative results, respectively. These findings support the conclusion that the initial results were most likely false positive. The customer was advised to follow the recommendations outlined in the assay's method sheet, which include confirmation testing using supplemental methods. The analyzer remains in operation at the customer site.

Event description:
The initial reporter alleged a false positive anti-hcv result for one patient sample tested with the anti-hcv g2 elecsys cobas e 100 v2 assay on the cobas 8000 - cobas e 602 module. The initial anti-hcv result was 44 coi (reactive). A new sample from the same patient was tested and yielded a result of 46.26 coi (reactive). Additional testing included enzyme-linked immunosorbent assay (elisa), which was non-reactive, and hepatitis c virus (hcv) rna testing, which was negative.